Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins depleted prematurely. The patient's settings were 3.8v, 60us, and 15hz with bipolar stimulation. No external factors were reported that may have led to the event. The ins was checked and impedance was measured between 500 and 600 ohms. The system was checked without the ins and the impedance was normal. The ins was explanted and replaced and the issue was resolved. No further symptoms or complications were reported or anticipated in association with the event.

Manufacturer narrative:
H3: the returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. H6: method code 4117 and result code 3221 no longer apply. B5: corrected event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's settings were 3.8v, 60us, and 125hz with bipolar stimulation. The previous report indicated the frequency was 15 hz, but this was incorrect. The patient's programmed frequency was 125 hz.